Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4) apply to the ins (37714). (B)(4) apply to the desktop charger (37761). All fdm and fdr codes apply to the desktop charger (37761). (B)(4) applies to the ins (37714). (B)(4) applies to the desktop charger (37761). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was broken. The last time the patient successfully charged the ins was 6 weeks prior to the report, and it appeared to be in overdischarge. A replacement desktop was sent to the patient, and they were able to charge the insr. A physician mode reset took place on (B)(6) 2017 and por was cleared. No further complications were reported.

Manufacturer narrative:
(B)(4) now applies to the desktop charger ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.